Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-jun-2017, fse arrived at the site to address the reported event. Inspection of the device revealed that the waste chute was clogged with tips. Fse cleared the tips and cleaned the waste tube; then rebooted. He was subsequently able to run daily checks and a patient sample with no errors. No further action was required by field service. The most probable cause of the reported event was due to dity tip chute.

Event description:
On (B)(6) 2017, the customer reported "error 2061- tip attach error- detachment by main arm" with their aia-2000la. The customer stated that they had cleaned the waste, replaced the tip, and ran "all set home" prior to receiving the error. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of bhcg and afp patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.